Manufacturer narrative:
(B)(4). Concomitant devices - nexgen option femoral component size e left catalog #: 00588001501 lot #: 61422235, nexgen precoat tibial component size 3 catalog #: 00588000300 lot #: 61712655, nexgen straight stem extension 15mm x 100mm catalog #: 00598801015 lot #: 61603272, nexgen straight stem extension 11mm x 100mm catalog #: 00598801011 lot #: 61712464, nexgen precoat posterior augment block size e 5mm catalog #: 00599003501 lot #: 61589751, nexgen precoat distal femoral augment block size e 20mm catalog #: 00599003524 lot #: 60411966, nexgen precoat distal augment block size e 5mm catalog #: 00599003510 lot #: 61557018, nexgen precoat tibial augment block size 3 10mm catalog #: 00588000310 lot #: 61308920. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains in the patient's possession. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to disassociation and migration of the hinge bolt from the polyethylene articular surface. The bolt and articular surface were removed and replaced. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Per the nexgen rotating hinge knee (rhk) package insert, dislocation and/or joint instability are known potential adverse effects of this procedure. Nexgen rhk primary/revision surgical technique states to use the torque wrench to apply 130 in pounds of torque to secure the hinge post extension with the hinge post and warns that under tightening of the hinge post extension may allow it to loosen over time. The amount of torque used to tighten the hinge post extension could not be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.